Manufacturer narrative:
Result: broken lift motor coupler. Surface cracks on siderail panels.

Event description:
It was reported by service report that the lift motor coupler was broken, and the siderail panels were cracked. No pt involvement or adverse consequences were reported.